Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1232 showed two similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2021, a PICC catheter was placed in this hospital for 4 courses of chemotherapy. On june 18, the patient was admitted to the hospital. PICC was routinely changed. When the nurse removed the patch, the catheter was found to be broken 0.2cm from the interface, and the edge of the fracture if it is irregular, immediately fix the proximal catheter with fingers, report to the head nurse, nursing department, and medical equipment department. After confirmation, take pictures, pull out the catheter, and the catheter is intact.